Manufacturer narrative:
A2: age at time of event: 5 (units not specified). A4: weight: 20 (units not specified). D4: unique identifier (UDI) #: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter postal code: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the titanium adapter and a minicap transfer set. This was described as ¿when the patient was transferred from bed to barouche noted that the titanium connector had become separated¿. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.